Manufacturer narrative:
Additional information. Manufacturer investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system. The heartmate ii lvas IFU lists (pocket, local, driveline, and sepsis) infections as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 7 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted on (B)(6) 2019 for high fever, disturbed kidney and liver function, diaphoresis, and general fatigue. Upon physical inspection pustular secretions were noted around the driveline insertion site. Cultures from the wound site and from the blood found (B)(6). The patient was reported to be conscious, oriented to place and time, and on room air. The patient was being maintained on double intravenous (IV) antibiotics clindamycin and rifampin. The primary diagnoses was driveline infection and sepsis. The vad was reported to be operating normally with no active alarms. The patient's white blood cell (wbc) count was decreasing and there was no hyperthermia or pus secretion after wound care management and driveline fixation. The patient was stabilizing and was to be discharged.